Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("embedded in my uterus /perforation into uterine wall"), device dislocation ("device had migrated"), device expulsion ("perforation into uterine wall") and genital haemorrhage ("constant bleeding / excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in 1998, cervical cancer, ectopic pregnancy, vitamin d deficiency, adhd, gravida ii and parity 6. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. Concomitant products included loratadine and pseudoephedrine sulfate (claritin-d allergy) for multiple allergies and cholecalciferol (vitamin d) for vitamin deficiency. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), ovarian cyst ("exacerbation of ovarian cysts"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), abdominal distension ("scar tissue still causes swelling in my abdominal area"), treatment noncompliance ("she did not use birth control or contraception") and scar ("scar tissue still causes swelling in my abdominal area"). The patient was treated with gabapentin, surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy) and surgery (underwent hysterectomy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device expulsion, rash, alopecia, dyspareunia, ovarian cyst, allergy to metals and treatment noncompliance outcome was unknown, the genital haemorrhage was resolving and the anxiety, depression, post-traumatic stress disorder, abdominal distension and scar had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, ovarian cyst, post-traumatic stress disorder, rash, scar and uterine perforation to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: patient received treatment for excessive bleeding, severe and persistent , pelvic pain, rashes and hair loss, painful intercourse, exacerbation of ovarian cysts and scar tissue. Patient does not claim unintended pregnancy following use of essure. (B)(6). Event onset date reported as approximately 2011 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound scan - in (B)(6) 2013: device had migrated and embedded in uterus . On (B)(6) 2011 patient underwent hysterosalpingogram. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had migrated and embedded in my uterus /perforation into uterine wall") and genital haemorrhage ("constant bleeding / excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in 1998, cervical cancer, ectopic pregnancy, vitamin d deficiency, adhd, multigravida and multiparous. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. Concomitant products included loratadine and pseudoephedrine sulfate (claritin-d allergy) for multiple allergies and colecalciferol (vitamin d) for vitamin deficiency. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), ovarian cyst ("exacerbation of ovarian cysts"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), abdominal distension ("scar tissue still causes swelling in my abdominal area"), treatment noncompliance ("she did not use birth control or contraception") and scar ("scar tissue still causes swelling in my abdominal area"). The patient was treated with gabapentin and surgery (total hysterectomy and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, rash, alopecia, dyspareunia, ovarian cyst, allergy to metals and treatment noncompliance outcome was unknown, the genital haemorrhage was resolving and the anxiety, depression, post-traumatic stress disorder, abdominal distension and scar had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, dyspareunia, genital haemorrhage, ovarian cyst, post-traumatic stress disorder, rash, scar and uterine perforation to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: patient received treatment for excessive bleeding, severe and persistent , pelvic pain, rashes and hair loss, painful intercourse, exacerbation of ovarian cysts and scar tissue. Approximate weight at the time of essure placement: (B)(6). Event onset date reported as approximately (B)(6) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound scan - in (B)(6) 2013: device had migrated and embedded in uterus on (B)(6) 2011 patient underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 15-dec-2017: coding correction: event term "device had migrated and embedded in my uterus /perforation into uterine wall" was recoded to meddra llt uterine perforation. Codes device dislocation and device expulsion were removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.